Event description:
A malfunction alarm was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to send the customer a replacement pump with updated software; they also provided instructions for returning the problematic pump and offered training resources for the new device. The customer planned to continue using the current pump until the replacement arrived and understood the guidance provided by technical support.